Event description:
It was reported that the lead insulation was fractured. The sutures were tied around the lead and not on the suture sleeve. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the insulation was abraded through to the coil at 7 cm from the connector pin, due to friction with another device. The proximal coil was exposed in the same area.